Event description:
The customer's husband reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 17 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The phone call was disconnected before the troubleshooting could be completed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.